Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, on (B)(6) 2013, the patient was given a local anesthetic injection to facilitate abutment removal. There are no plans to replace the abutment. The patient no longer wishes to use the device. The implanted device remains.